Event description:
Complainant alleged that while attempting to defibrillate a 53-year-old female patient, the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant indicated that the clinician obtained an x series device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification, meaning based on the clinical data rendered the appropriate decision. The clinical data supports that CPR was being performed during the analysis. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.